Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing as well as high out-of-range pace impedance measurements upon review of the patient's pacemaker at follow-up. Provocation testing was able to recreate the noise as the result of myopotentials but oversensing was not observed at that time. Several chest x-rays were performed indicating a possible lead anomaly near a bend in the lead due to right-sided placement and patient anatomy. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the internal insulation was abraded through to the conductor coil with thinning and bunching of outer insulation in the same location. Resistance testing was performed from which it was determined the lead was not electrically continuous. X-ray of the lead identified a fracture approximately 17 cm from the distal tip. Microscopic evaluation indicated that the insulation damage was caused by localized torsional stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.